Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
A published clinical study describing use of the merit prelude sheath introducers alleges that patients experienced multiple complications acute thrombosis/dissection,arterial access complications, groin hematoma, groin infection, pseudoaneurysm, stent occlusions, and major amputations. No explicit prelude sheath malfunction was identified; events represent vascular and access-site complications occurring in the setting of device use.